Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) over the last 2 weeks. Customer changed infusion sites, administered boluses, and administered insulin injections to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.